Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations are not sending info to the server. The technical support specialist (tss) connected to the es servers, checked message flow and extract, transform, load (etl), and applied the relevant knowledge article- medes etl arithmetic overflow error converting identity to data type int to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station were not transmitting data. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.